Manufacturer narrative:
(B)(4).

Event description:
The physician intended to implant a resolute integrity stent. It was reported that it was a difficult stemi case. The lesion was calcified. The resolute integrity was prepped and inspected prior use without any issues noted. Resistance encountered when advancing device and excessive force was used to deliver and remove the device. The proximal lad was stented but it kept closing down. The physician ballooned it several times. As a final attempt the physician attempted to place the resolute integrity stent inside the 1st stent however the stent dislodged and became lodged in the lm/circumflex. The patient went for a bypass. The patient did well. Approximately 2 weeks later dislodged stent was ballooned. Patient is doing well now. No further patient complications were reported.